Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd interlink¿ blunt plastic cannula had a ¿flash¿, or molding defect before use. There was no report of serious injury or medical interventions.

Manufacturer narrative:
Investigation summary: three lever lock samples were received, reported to be from batch #8057863 (p/n 303340). They were visually evaluated. All 3 samples were found to have flash extending from the base ofthe tip. The flash was observed to be greater than 0.015" which is a rejectable condition per product specification. All three samples received are from mold x68 cavity # x81. DHR review for batch 8057863 (p/n 303340): manufacturing dates: 3/12/2018 to 3/16/2018. Batch quantity was (B)(4). Olding and assembly records were reviewed as within specification. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8057863 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Machine records review for x -68: preventative maintenance was performed and recorded completed on 3/09/2018. Current production was inspected. No string flash around cannula was observed in any cavities. A small amount of flash at the base of the cannula taper was observed in cavity x81 and 13 of the mold measuring .002" which is within product specification for this product. Investigation conclusion: root cause is being investigated; molding process and molding mold are being evaluated to identify potential root cause.